Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad trace. No button error alarms occurred. No buttons reacting without button press noted. The insulin pump had a broken reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone that the insulin pump alarmed button error. Customer was attempting to bolus when alarm occurred. Customer's blood glucose was 96mg/dl. Customer noticed a crack around battery compartment. Advised customer the insulin pump will be replaced.